Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-may-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headache"), heavy menstrual bleeding ("very painful heavy periods"), chest pain ("chest pain"), malaise ("malaise"), amnesia ("memory loss"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("very painful heavy periods"), fatigue ("extreme fatigue"), visual impairment ("visual impairment") and back pain ("back pain"). At the time of the report, the pelvic pain, headache, heavy menstrual bleeding, chest pain, malaise, amnesia, abdominal pain upper, dysmenorrhoea, fatigue, visual impairment and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, back pain, chest pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, malaise, pelvic pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-may-2022. The most recent information was received on 01-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted (lot no. C13146). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion medically important), headache ("headache"), heavy menstrual bleeding ("very painful heavy periods"), chest pain ("chest pain"), malaise ("malaise"), amnesia ("memory loss"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("very painful heavy periods"), fatigue ("extreme fatigue"), visual impairment ("visual impairment") and back pain ("back pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, headache, heavy menstrual bleeding, chest pain, malaise, amnesia, abdominal pain upper, dysmenorrhoea, fatigue, visual impairment or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Batch no: c13146, production date: 2014-01-21, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.